Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased spasticity. A catheter break in the distal segment had occurred; after explanting the catheter, the health care provider (hcp) flushed saline through it and found a hole in the distal segment. Diagnostic testing/troubleshooting had included a (B)(6) and (B)(6) study. Actions required as a result of the event consisted of using a different product; the catheter was entirely removed and replaced. The product issue was resolved. It was noted the pump was functioning and full at the time of the event. The catheter was sent to risk management and the device manufacturer representative was to be notified when they could pick it up and return it. It was also reported patient was a planned admit for observation post procedure. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver gablofen. Additional information including the final patient outcome has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Event description:
It was later reported that there was suspected damage to the pump system which led to increased spasticity. The device did not do what it was supposed to do. The patient had increasing requirements of doses with decreasing effect. A dye study demonstrated a leak within the pocket and there was a concern of a ¿dem¿ leak from the catheter. The system was reportedly explanted on 2014 (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).